Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had half of screen was white. Customer¿s blood glucose was 165 mg/dl at the time of incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned be for the analysis.